Event description:
Home pt (hp) reports leak in cassette of homechoice set used for automated peritoneal dialysis therapy. Leak was noted when home pt received a system error 2240 alarm in dwell 3 during treatment on homechoice device home pt noted pet cat had been playing with line and bit a hole in it. Home pt discontinued treatment. One week later home pt was diagnosed with "feline" peritonitis and was hospitalized for six days.